Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the pacemaker exhibited backup vvi operation. The patient was uncomfortable due to the unipolar pacing and experienced diaphragmatic stimulation but was otherwise asymptomatic. Device was reprogrammed to restore normal device function.